Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 147 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was recurring. The customer was advised to check the reservoir window or status screen to verify reservoir volume. The customer stated that the reservoir is not empty. The customer stated that he was going to give himself 7.1 units and only received 3.3 units according to his bolus history. The customer gave himself the bolus and stated that the units that were needed went in fine and he did not receive a no delivery alarm. No further assistance is needed.